Event description:
It was reported that post a stenting treatment procedure, an occlusion of a placed stent may have occurred. The patient received an unknown sized taxus express 2 stent in the right coronary artery and a 3.0x24mm taxus express 2 stent in the left circumflex (lcx) artery. The patient contacted bsc stating he believes the taxus express 2 placed in the lcx may be "plugged". The patient states that his physician was unable to cross the stent with two unknown manufacturer's guide wires.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).